Event description:
It was reported that prior to a generator change-out procedure, this right ventricular (rv) lead was noted to have exhibited high out of range shock impedance measurements of greater than 125 ohms, as well as high pacing threshold measurements. Surgical intervention was performed and during the procedure, the physician noticed an insulation abrasion with the rv lead. Additional intervention was performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.